Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The cracked distal tip is consistent with over-torqueing, most likely attributable to the patient's sclerotic bone.

Event description:
On 12.7.2017 it was reported to k2m, inc. That a surgery took place in which the distal tip of an screw inserter cracked causing an increase in surgical time. Surgery took place on (B)(6) 2017. (Related to 3004774118-2017-00219 and 3004774118-2017-00220)